Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that and air bubbles were observed within the infusion set tubing. Customer's blood glucose level 263 mg/dl. The air bubbles were successfully primed out to address the issue.